Manufacturer narrative:
This report is submitted on 15 january 2020.

Event description:
It was reported that the patient underwent abutment removal involving cauterisation with silver nitrate.

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the clinic, the patient had a device conversion from a baha connect to a baha attract on an unknown date. It is unknown why the conversion was performed.